Manufacturer narrative:
E2: health professional ¿ n (no); e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cable of the camera head had a slight tear in cord. The reported malfunction occurred at an unspecified time during an unspecified diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the cable of the camera head had a slight tear in cord. The reported malfunction occurred, at an unspecified time, during an unspecified diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.